Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device turned on before we started working on it. When the keyboard card was put into the device it started flashing and halfway through it would start beeping and the red light above the power button started flashing. The device when turned on would go to the bd screen and start beeping. There was no patient involvement.